Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that on (B)(6) 2015, an intellivue mp30 patient monitor had not warned about an asystole alarm. When the staff went into the room to medicate the patient, they found that the patient was deceased.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm that the monitor failed to alarm. He stated that several days passed between the event and when he went onsite. Furthermore, the supervisor of the hospital unit confirmed that the alarm was canceled indefinitely, therefore, it did not alarm for the condition. The reported event involved a patient death. The problem was not reproduced nor confirmed by the fse during the customer onsite visit. The product remains at the customer site. No parts were replaced. No malfunction could be identified. Since the alarm was indefinitely suspended, philips cannot rule out that the user action of suspending alarming may have contributed to the patient death. No further investigation or action is warranted.